Event description:
A customer reported that the pump battery would not charge despite trying different wall outlets, wall adapters, and charging cables. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as a backup insulin delivery method. Technical support arranged to replace the pump, provided instructions to put it into storage mode, and confirmed the shipping address. The customer was also instructed to return the faulty pump using a pre-paid label within 10 days.